Event description:
It was reported that the patient has high lead impedance and was referred for full revision. No known surgical intervention has occurred to date. No additional relevant information has been received to date.

Event description:
Product analysis was completed for both the generator and lead. Product analysis was completed on the generator and lead. No anomalies were noted with the returned generator. Lead product analysis did not show any anomalies beside typical explant conditions. Note that since a portion of the lead (including the electrode bifurcation) was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. No additional relevant information has been received to date.

Event description:
The patient underwent full revision surgery due to high impedance. The suspect device was received by the manufacturer and is pending completion of product analysis. No additional relevant information has been received to date.